Event description:
It was reported the patient received the following results: 14 mg/dl at 3:15 a.m. 145 mg/dl at 3:15 a.m. 14 mg/dl at 4:20 a.m. 15 mg/dl at 4:20 a.m. 12 mg/dl at 4:20 a.m. 140 mg/dl at 4:20 a.m.